Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device delivered high voltage therapy that was unable to treat an episode of ventricular tachycardia (vt). The vt terminated spontaneously. During follow-up defibrillation threshold test was performed and the device terminated the vt successfully. No intervention was performed; the patient was stable and will continue to be monitored.